Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es tower door 1 failed to open. As a result, the tech physically moved the meds from the failed door 1 to door 6, however pyxis still thinks it¿s in door 1 because it does not let them unload. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-17-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 1 failed to recover. A technical support specialists logged into windows at the station as cfnadmin, stopped the data synchronization service and make a copy of the database, open up mssql and run the query attached (loadedspaces) this displayed all the pockets loaded in the station, from the list displayed, copy the storage space key for the cubie pocket affected (not the parent key), launched the executable and clicked install, when the script displayed, delete the key in the @storage spacekey line and paste the above storage space key, executed the script, ran the above query (loadedspaces) and verified that the affected storage space was no longer displayed and started the data synchronization service at the station, allowed some time for server and station to communicate to resolve the issue. The system functioned as intended after troubleshot by the technical support specialists.